Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va0khvq, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4) applies to product ID: 3389s-40 (lead) and product ID: 3708660 (extension) while the (B)(4) applies to the primary device (model number: 37603). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for p arkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) was explanted due to an infection. The patient also had an unrelated l 3-4 and l 4-5 bilateral decompressive laminectomies prior to the onset of the infect ion. In (B)(6) 2015 the patient presented to the ed twice with back pain, hip pain, right leg dragging, and right leg numbness. A headache was reported to have occurred 3-4 days prior to the visit. It was thought that the reported symptoms were back spasms and co nstipation. Five days later, the patient again returned and was again told it was constipation. On (B)(6) 2016 the patient again presented to the ed with increased back pain and bilateral lower leg weakness (strength limited by pain). While waiting to receive a CT myelogram, the patient experienced a low grade fever and persistent tachycardia. The results of the CT myelogram were unrelated to the device/therapy but included new large l1/2 vertebral body endplate defects with adjacent sclerosis and erosion of the posterior cortices, overall likely from new unrelated schmorl's node formation with slight decrease in disc height los and increased disc bulge posteriorly. This resulted in mild to moderate canal narrowing that was greater on the left. It was also noted that there was thickened and clumped nerve roots throughout that suggested arachnoiditis. It was stated that the discitis osteomyelitis at l 1-2 is improving but was not yet resolved; it is unrelated to the device/therapy. The patient's cerebrospinal fluid (csf) was found to be infected; bacterial meningitis and osteomyelitis discitis were noted and the patient was started on IV antibiotics. It was stated that the bacterial growth was propionibacterium acnes. An MRI of the patient's brain showed no leptomeningeal enhancement or evidence of cerebritis/abscess. A visual inspection of the patient's head and chest incision did not show any signs of infection (no redness, s welling, discharge, or bleeding). The patient decided to have the device removed on (B)(6) 2015 to prevent contamination. Following the device removal, the patient was given more antibiotics and all cultures of the device were negative. Another MRI was performed on the patient's back/hip to confirm the resolution of the infection, but resulted in suspicious signs of a continued infection; a biopsy was then performed. It was discovered that the disc space collection grew p. Acnes, so more antibiotics were given. Following the recent dosage of antibiotics another MRI and biopsy were performed and confirmed that the infection was resolved. Follow-up revealed that the cause was not determined, but presumed to be from the patient's spine surgery given the location of the pain and abscess sites. The hcp also stated that there is also a chance the system seeded the csf, but he/she was unable to fully make that determination.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.